Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned and evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device evaluation of battery pack sn (B)(4) was completed at the distributor. Upon investigation the battery recharged and powered a monitor without any faults. There was no device malfunction. The battery lasted for 24 hours in the field, and was used until the battery cells had depleted. Manufacture dates: monitor:6/5/2015. Electrode belt: 12/15/2015. Battery: 8/22/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing and CPR was initiated by ems. The device was reportedly not alarming at the time of the event. Per review of the patient's flag files, the patient was initially fit with the lifevest on (B)(6) 2017. The device's initial startup was 15:11:55 on (B)(6) 2017. Flag files indicate that the patient's battery was not changed from (B)(6) 2017 until the patient passed away on (B)(6) 2017. Batteries are intended to be used for no longer than 24 hours before recharging. Patients are given 2 battery packs. The first "replace battery" notification was given at 00:11:40 on (B)(6) 2017. "Battery runtime expired" flags and "replace battery notification" flags and "can comm status" flags are present in the patient's flag files until the last flags are seen at 7:43:24 am. The patient's device was not active at the reported time of death at 3:45 pm. It is not known if the device was removed from the patient, or if the battery was fullly depleted while the patient was still wearing the device. The last continuous ECG recordings from (B)(6) 2017 show the patient in sinus tachycardia at 100 bpm. No further ECG recordings are available at this time. There is no indication of any device malfunction contributing to the patient's death.